Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 6x40mm armada 35 balloon dilation catheter (bdc) was advanced to the target lesion; however, the balloon was not able to be inflated as a leak was noted at the hub. Therefore, the bdc was removed from the patient. An armada balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.